Event description:
An adc customer reported that she had several readings issues with her adc meter. Specifically she reported a higher than feelings readings of 248mg/dl on (B)(6) 2010 at 2200 and self-injected 6 units of insulin. Customer then stated that on (B)(6) 2010 at 0630 she had received a result of 42mg/dl on her husband's blood glucose meter (unknown non adc meter) and was not in a position to test her glucose as she had "already lost consciousness and was in a coma". Customer's husband treated her with a glucagon injection and called paramedics. Customer was transported to a health care facility, diagnosed with hypoglycemia and admitted for observation and treated with a intravenous glucose infusion and oral non-diabetic medications. The following day the customer reported that while still in the health care facility an adc reading of 266mg/dl was obtained and compared to a competitor meter reading of 182mg/dl. No additional information was provided within the report. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
Customer's meter and test strips were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. A similar reading of 226 was located and obtained at 2130 on (B)(6) 2010. A similar reading of 149mg/dl was located and obtained at 2200 on (B)(6) 2010. A similar reading of 38mg/dl was located and obtained at 1645 on (B)(6) 2010. The reported reading of 266mg/dl was located and obtained at 0730 on (B)(6) 2010 and the reported reading of 42mg/dl was located and obtained on (B)(6) 2010 at 0126. This is a final report.